Event description:
It was reported that a tlc10 was used during a sub-total gastrectomy, it was reported by the affiliate that the staples in the middle of the staple line would not form. The surgeon put some overstitches to complete the case.